Event description:
It was reported that the patient experienced a peri-prosthetic fracture.

Event description:
It was reported that the patient experienced a peri-prosthetic fracture.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Clinical review of the medical records were received interpreted as follows: issue with revision of accolade ii stem due to peri-prosthetic (pp) fracture 9-days post primary implantation in female patient of unknown age, weight or height. No details available on type of revision surgery performed. There is no evidence available in the current case to suggest that device-related issues have played a role while the discussed patient- and procedure-related factors should be considered more than adequate to have caused the peri-prosthetic fracture problem in the current case. Clinical experience with pp fractures further supports such failure mechanisms. As such, this per case has its root cause in an adverse combination of procedure- and patient-related factors and is not device-related. The reported event regarding periprosthetic fracture involving an accolade stem was confirmed. The exact cause of the event could not be determined. More clinical information such as return of device, pre-operative x-rays and the primary operative report as well as patient history and follow-up notes would be helpful to rule out possible contributory factors.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.